Event description:
It was reported that during preparation of a trek rx 3.0 x 15 mm balloon delivery catheter (bdc), while flushing the lumen from the tip with a syringe prior to the air aspiration, the balloon was accidentally inflated. Reportedly, it is unknown by the account if there was a tear in the lumen. The trek rx 3.0 x 15 mm bdc was set aside and a voyager nc balloon was used for the procedure. There was no patient involvement or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.